Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation .

Event description:
Olympus received a report ((B)(4)) from (B)(6) health service with a device problem report for forcep pk bipolar cutting 5mm x 33cm with an issue of "it doesn't cauterize if locked".the issue occurred during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. The device was returned only with the label from the original package. The device was received with the jaws opened, lock on. A visual inspection indicates that there is no foreign material on jaws, handle, or cable. The jaw symmetry is balanced, no visual damage noted. The first point of contact for the jaws is at the distal end; this is consistent with the standard. The jaw aperture measurement was taken inside the first teeth of the jaw, and measured at .300", (standard is .300¿ +/- .100¿). The insulation of the jaw legs were examined under a microscope and found no tears, cuts, or abnormalities noted. The flare is normal. The mesh of the jaw appears to be good as it has a relatively uniform gap between the teeth at all locations. The shaft itself is normal, and the rotation of the shaft is also normal. The blade extends as well as retracts and cuts the dental dam as designed. The blade itself does not appear to be dull. The lever for the blade has no restriction. A functional test using test esg-400 generator performed and verified that the device was providing output through the distal end with no issue found. Based on device evaluation findings, it is unable to determine the issue of "doesn't cauterize if locked" as the device was working properly as intended with no issues. Even though the complaint could not be confirmed, the reported failure is a known phenomenon likely resulting from having the jaws come in contact with each other when energizing the distal jaw tips, producing a "re-grasp" error. On page 3 of the device IFU (p9100528-001_ad), it states: "if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational." Olympus will continue to monitor complaints for this device.